Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port. Customer¿s blood glucose level ranged from 90-140 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after plugging the pump into a wall outlet.

Manufacturer narrative:
Device not returned.